Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had sharp stabbing pelvic pain since insertion and she stated essure was poisoning her body (interpreted as metal poisoning). Essure inserts were removed almost 4 years after insertion. She stated that 10 months after essure removal she was slowly recovering, however she did not specify the events. The pelvic pain is listed while the metal poisoning is unlisted in the reference safety information for essure. In this particular case, both events started after essure insertion. Pelvic pain started since insertion. Considering this suggestive temporal relationship and the nature of this event, this pain is considered related to essure. The entire nickel-titanium alloy surface is covered with a protective layer of titanium oxide to minimize nickel ion release. Although, in vitro testing has shown that nickel ions may be released from this device, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning (unrelated). This case is regarded as incident since a device removal was required. An initial product technical complaint analysis concluded that since no product was returned and no lot number was available for investigation, the company is unable to confirm any quality defect or malfunction at the time of this report. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5036908) in united states on 18-aug-2014 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Consumer reported that since she had essure implanted she has noticed several different side effects. Severe abdominal cramping, sharp stabbing pelvic pain, vaginal discharge, excessive bleeding during her menstrual cycle, painful menstruation, painful intercourse, incontinence, abdominal spasm, back pain, severe bloating, metallic taste, heartburn, headaches, swelling and tingling of hands and feet, mood swings, forgetfulness, high blood pressure, acne, hair loss, teeth decay and loss, weight gain, and excessive sweating. In addition a seriousness criteria (injury) was reported; however it was not specified for which event it refers. Follow-up received on 19-sep-2014. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint (request for confirmation of quality). The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". The reported adverse events are not indicative of a quality defect per se and the majority of events were considered as unrelated to the product by company. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on the available information. Follow-up received on 13-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4)). Consumer reported that while she was pregnant with her third child, she knew her family was complete. She asked her physician about essure and was told all the awesome benefits of getting and having essure. Health care professional asked consumer whether she had an allergy to nickel. Consumer explained that jewelry with high levels on nickel always caused her to have a reaction (rashes and blisters). However, physician said that wasn't really what they were concerned with. In (B)(6) of 2011 (previously reported as (B)(6) 2011), she had essure implanted. She was given a valium and a pain pill prior to insertion and stated that it was pretty uncomfortable, but not horrible. She had a little cramping afterwards, but stated that it was not unbearable. She went back for her confirmation test and was told everything looked great. Over the next four years. She began to change. According to her, she began to put on weight and could not lose it. She began losing hair. Any and all makeup made her face itch like crazy. She could not wear any jewelry whatsoever because it would be extremely achy or turn her skin green within 10 minutes. Her teeth that had fillings began cracking and falling out in bits and pieces. She began to get boils and abscesses in odd places. Her monthly menstrual cycle was horrible (she was bleeding so heavily that she had to wear a super plus tampon and a heavy duty maxi pad that had to be changed every 30 minutes). She couldn't leave her house for 5 days during her cycle because she was bleeding so heavily and felt horrible. She also had horrible gas pains and bloating. Consumer had to take gasx like they were vitamins at some points. Sex with her husband was extremely painful at times and she had no desire to go through with it. She also reported that she experienced brain fog everyday, would forget from one minute to the next, could not focus on things, was extremely tired and stated that she would wake up in the morning, drink coffee, and go sit in her armchair (she had no energy or desire to do anything). During this time, consumer had no idea what was wrong with her. She went to the clinic in town to get test done because she felt horrible. Once she started telling her doctor all the symptoms she was experiencing and realized the time frame. She started researching essure online and found the group on a social media which had a list of all her symptoms. She had essure removed in (B)(6) of 2014 and stated that in the last 10 months, her life had slowly become what it should. Her hair is growing back and she is no longer losing it. She can wear makeup again and can wear jewelry normally. She hasn't had a boil or abscess. Her menstrual cycle is completely normal and her heavy days are normal heavy days. She hasn't had the horrible gas pains again. Sex is enjoyable again without any pain. She can organize and remember simple tasks again. She has energy to keep up with her very active teenagers and (B)(6). Also according to her, the only change in her life was the removal of essure and, to her, that proved very clearly that they were poisoning her body. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had sharp stabbing pelvic pain since insertion and she stated essure was poisoning her body (interpreted as metal poisoning). Essure inserts were removed almost 4 years after insertion. She stated that 10 months after essure removal she was slowly recovering, however she did not specify the events. The pelvic pain is listed while the metal poisoning is unlisted in the reference safety information for essure. In this particular case, both events started after essure insertion. Pelvic pain started since insertion. Considering this suggestive temporal relationship and the nature of this event, this pain is considered related to essure. The entire nickel-titanium alloy surface is covered with a protective layer of titanium oxide to minimize nickel ion release. Although, in vitro testing has shown that nickel ions may be released from this device, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning (unrelated). This case is regarded as incident since a device removal was required. An initial product technical complaint analysis concluded that since no product was returned and no lot number was available for investigation, the company is unable to confirm any quality defect or malfunction at the time of this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring. An updated ptc is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.